Manufacturer narrative:
The device was not available for evaluation. It was reported that the l5 creo mis tulip on a l4-5 construct was disassociated from the screw shank. The initial posterior fixation surgery was performed on 6/6/24. So far, an image showing the l5 screw head pull-off. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo mis screw head has disassociated from the shank post operatively.